Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported difficulty removing and tip separation was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that while unpacking a 3.0x33 multi-link zeta stent delivery system (sds), when removing the stylet from the distal tip, resistance was felt, force was applied, and the distal balloon tip completely separated from the sds. The device was not used in the patient. Another multi-link zeta sds was used to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.